Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012793822 was returned and analyzed. During external visual inspection of the shaft and handle segments no anomalies were identified. During external visual inspection of the array segment, on the spiral spiral array segment electrode#1 was observed to be crushed/damaged, an exposed electrode wire was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, and the proximal arm of the pebax tube was observed to be torn. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported kink was not observed, however, t he exposed wire was confirmed. The catheter failed the returned product inspection due to a torn pebax tube, a dislodged nitinol array wire, and a crushed/deformed electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure targeting the right inferior pulmonary vein using the pulseselect catheter, the catheter became caught on tissue or sheath and was kinked. The catheter was unable to form its full array, and force was required to retract it into the sheath due to the kink. The full catheter was safely retracted with no impact to the patient. The healthcare professional immediately noticed issues with the pulseselect array and replaced it with another catheter, which functioned normally. Upon removal, the catheter was inspected and found to be damaged, with interior wiring exposed. The patient was under general anesthesia, and the case was completed with no known impact to the patient. No patient complications have been reported as a result of this event.